Event description:
It was reported, that "the tube popped out, multiple times after the sutures were taken out." There was no reported pt injury and/or change in therapy. The involved device is reportedly not available for analysis and investigation.